Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. Visual inspection was performed and the instrument was found to have a broken grip cable at the distal end. The instrument failed mechanical engagement when placed in the system. The broken cable segment that contains the crimp was missing from the distal. However, with the proper use of a stapler sheath, the broken grip cable and crimp would be retained by the stapler sheath. The instrument was found to have a broken chassis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, one of the wires was slightly sticking out and the stapler 45 would not engage. The procedure was completed with no reported injury.